Event description:
It was reported that the green electrocardiogram (ECG) port was not working to display the patient's heart rhythm on the programmer. It was further requested that the blue slave cable in the back of the programmer be checked as well. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event, the electrocardiogram (ECG) connector and the external monitor port were functioning as per specification. Programmer passed systems functional testing.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.